Event description:
Information was received through unpublished literature source that one or more patients experienced stromal melt and a permanent loss of visual acuity. One patient was +8d visual acuity at one week post-op. It is unknown if this is a corrected or uncorrected visual acuity measurement. This MDR is being submitted until specific patient information is obtained. Additional medwatch reports may be submitted when additional information is received and evaluated.